Event description:
It was reported that during the pre-op anesthesia phase, while the patient had just been intubated, the monitor display did not show the patient's parameter. No patient injury was reported.

Manufacturer narrative:
We are still completing our eval of this report. A follow up report will be submitted as soon as we complete the investigation.